Event description:
Following surgery, a section of a tunneler sheath was found inside the pt that had been left from a previous surgery.

Manufacturer narrative:
The device involved in this incident was not available for evaluation and investigation. Without the actual product, a part number, or a lot number, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. During another surgical procedure in 2008, a piece of tunneler sheath was found inside the pt. The piece of sheath was removed. This most likely had broken off during a previous surgery. The dfu contains both a warning and a caution concerning sheath breakage. The warning states: "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in pt upon sheath removal." The caution states: "while holding catheter tip (1), withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in pt." If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.